Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications

Event description:
It was reported that it was reported that no insulin flow occurred with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "verbatim: item 320122 lot # 8158529 exp 2023-06-30 during injection insulin does not flow. Discarded ones in question but has 1 to send back. Denied reuse. Unknown occd date but in the past few days. Sending mailing kit for the one consumer viewed the non patient end while on phone stated looks straight. Informed consumer to view non patient end and to complete a flow check before injection."

Manufacturer narrative:
H.6. Investigation: customer returned (279) used 32g x 4mm bd pen needles from lot 8158529. Consumer reported during injection insulin does not flow. All 279 samples were examined, and the following was observed: 270 with straight non-patient end (npe) cannulas. 8 with bent npe cannulas. 1 with a broken npe cannula. Out of the 270 returned samples with straight npe cannulas, 30 were tested for flow using a test pen injector: all 30 tested pen needles were able to expel properly. The 9 samples with bent or broken npe cannulas were examined, and no manufacturing defects were observed. As all 279 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needle to a pen injector. The bent or broken npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needles were clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that it was reported that no insulin flow occurred with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "verbatim: item 320122 lot # 8158529 exp 2023-06-30 during injection insulin does not flow. Discarded ones in question but has 1 to send back. Denied reuse. Unknown occd date but in the past few days. Sending mailing kit for the one consumer viewed the non patient end while on phone stated looks straight. Informed consumer to view non patient end and to complete a flow check before injection."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that it was reported that no insulin flow occurred with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "verbatim: item 320122, lot # 8158529, exp 2023-06-30. During injection insulin does not flow. Discarded ones in question but has 1 to send back. Denied reuse. Unknown occd date but in the past few days. Sending mailing kit for the one consumer viewed the non patient end while on phone stated looks straight. Informed consumer to view non patient end and to complete a flow check before injection."